Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a message to remove and replace the cartridge appeared on the pump. This was followed by an alarm but the customer could not confirm the exact alarm. The customer declined trouble shooting with customer technical service and also declined to provide further information regarding the event as they didn't want to stay on the phone. Reportedly, the customer successfully reloaded the cartridge and resumed insulin.